Manufacturer narrative:
Investigation: visual inspection: visible particles in the delivery liquid and deposits on the shuntassistant 2.0, but no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the clinical claim of blockage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Both valves are operating within acceptable tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected, but in the delivery liquid are particles and on the shuntassistant 2.0 are deposits visible during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valves operated as expected and met all specifications. Finally, we have dismantled the valves. Inside the progav 2.0 we have found slight build-up of substances (likely protein), but in the shuntassistant® 2.0 are no visible deposits. Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valves were shown to be permeable. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
The investigation has not yet begun. Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to miethke that a progav 2.0 with shuntassistant 2.0 (part # fx642t) was implanted during a procedure performed on (B)(6), 2021. According to the complainant, the surgeon suspected a blockage of the device. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. Patient information: age: ((B)(6) years, height: 165 cm, weight: (B)(6) kg, gender: unknown. Implantation: (B)(6) 2021. Explantation: (B)(6) 2021.